Event description:
Main body graft was deployed without complication. The contralateral iliac leg graft was introduced and deployed, landing in the left common iliac artery. The ipsilateral iliac leg graft was deployed landing in the right external iliac artery as planned. The pt's right hypogastric has previously been occluded. Post angiogram noted a bulge in the aortic wall that appeared to be filling. A main body extension was placed at the site to exclude the flow from the area. Although the placement of the main body graft did not result in a noted endoleak, the physician wanted to get a better seal at the bulge, excluding the flow of blood from the site and adding additional coverage proximally in case of the aneurysm expanding over time. As well the physician felt that he needed to extend the landing zone distally. An iliac graft was placed inside the contralateral iliac leg graft in order to ensure a better seal at the distal landing zone. Procedure was concluded with final angiogram noting good placement of all extensions. Please refer to 1820334-2004-00064 for additional info.